Event description:
Patient revised to address pain, found polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot codes since their release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 12 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be re-opened.